Event description:
On date of event, a rhythm strip from the mindray monitor was displaying sinus rhythm, but then displayed a p wave, a flat line segment, then a t wave (i.e., no qrs). It was identified by a cardiologist as a malfunction of the module, which was then taken out of service, sent to biomed, and then sent to the mindray for complete analysis. Since that date, the phenomenon has been witnessed on at least 3 other occasions, in 3 different units (cardiovascular unit, intermediate care unit and on the cardiac procedural unit. Senior administration has met with mindray on several occasions, and their response was adding additional pause display settings to help staff distinguish between physiologic pause and device artifact. This is a serious patient safety concern, as a patient could possibly undergo an unnecessary interventional procedure, such as a temporary or permanent pacemaker.